Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittently the pump battery was depleting quickly and shut off. The customer¿s blood glucose was 108 mg/dl. Reportedly, customer reverted to using an alternate method of insulin therapy.